Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ascenda_cath, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen at an unspecified concentration and dose via an implantable pump. The indication for use was not provided. It was reported that during a procedure, a catheter access port (cap) study, there was the inability to aspirate and inject into the cap. As this was an ascenda catheter, twisting was not able to be seen under fluoroscopy. They had already attempted a 3 ml syringe and still could not inject and changed the needle so they did not think that was the issue. A physician had inquired if it could be an issue with the cap. Patient symptoms were not reported at this time. Further history as to why the cap study was being performed was not available at the time of the call as the reporter was in the operating room. Resolution was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8731sc, lot# unknown, implanted: unknown, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot#: unknown, ubd: unknown, UDI# unknown/asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the patient was being managed with po baclofen and doing fine for the moment. The health care professional has no additional information to communicate for this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the serial number and implant date of the pump were not known. The model of the catheter was 8731sc but the serial/lot was unknown. The patient had reported symptoms of spasms when transferring from the wheelchair to the bed. This was the reason for the previously reported cap study. As reported, there were no withdrawal symptoms but rather just more spasms in the legs. The cause of the cap issue was unknown and the issue was reported as unresolved. As a result, the cap procedure was stopped and the patient will have a catheter revision. This surgical intervention has not yet been scheduled. The representative will request that the product be returned when the revision occurs.